Manufacturer narrative:
The device was reported unavailable for evaluation. Based on the information provided, the root cause of this complaint cannot be determined. Reference mvi: (B)(4).

Event description:
It was reported that during treatment of the hepatic artery, a small portion of the coil exited the microcatheter. The coil was then advanced with some difficulty. Upon exiting the microcatheter, the coil was found to have detached without use of the controller. The detached coil remains in the intended site of treatment. There was no reported patient injury.